Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. Customer's blood glucose (bg) level was described as "high" and a manual injection was administered to address the bg level. A supply change was performed resolving the occlusion alarm.